Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent incision, drainage and debridement of left labial and gluteal abscess on (B)(6) 2011 due to left gluteal and labial abscess. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2002 to treat uterine prolapse, leiomyomata uteri, stress urinary incontinence with concurrent transvaginal hysterectomy/ bilateral salpingo-oophorectomy and cystoscopy.